Manufacturer narrative:
It was reported the intuvie that the device was not pumping at set rate. A review of the serial lot number history indicated no similar complaints associated with this device. The reported flow rate issue was not confirmed. The probable cause cannot be determined. CAPA: zm2023-07. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the device was not pumping at set rate. There was no patient injury reported.